Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to have insulation breach during device upgrade. Silicon glue was applied to the site of insulation deterioration and repair kit was used with a silicone wrapping tube. Furthermore, the lead was successfully repaired. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found to have insulation breach during device upgrade. Silicon glue was applied to the site of insulation deterioration and repair kit was used with a silicone wrapping tube. Furthermore, the lead was successfully repaired. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.